Manufacturer narrative:
The unit was received for an evaluation and repair. The covidien investigation engineers could not duplicate the reported malfunction. The unit was powered in service mode, and the alarm silence button did not show a high value. Upon pressing the down arrow button, it switched from low to high values as expected. The unit sat for an hour, and the button was checked again with no issues observed. The unit was powered, cycled as expected, and passed the power on self-test (post). It was allowed to sit for several hours, the down arrow button functionality was checked, and it was found functioning appropriately. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that prior to patient use, it was found that the down arrow button on the ventilator did not work. There was no patient involvement.